Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varying shock impedances with some measurements being greater than 125 ohms. There was no evidence of noise and all other lead measurements are stable and within normal limits. No adverse patient effects were reported. No surgical intervention was performed as the patient will be monitored.